Event description:
It was reported this was a mitraclip procedure to treat mitral regurgitation (mr) with a grade of 4. One clip was successfully implanted. To further reduce mr, an additional clip was inserted and deployed on the mitral valve. However, after deployment, the clip detached from one leaflet and remained attached to the other leaflet (single leaflet device attachment/slda). Tissue damage was observed on the anterior leaflet. No additional clips were implanted, and mr remained at a grade of 4. There was no clinically significant delay in the procedure. On (B)(6) 2024, the patient underwent a successful surgical procedure.

Manufacturer narrative:
He device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported slda, difficult imaging, and tissue damage were unable to be determined. The reported unchanged mr was a cascading event of the reported slda. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.